Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07025, 2134265-2015-07028 and 2134265-2015-07027. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. During a percutaneous coronary intervention (pci) with intravascular ultrasound (ivus), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view the target lesion. It was noted that the opticross imaging catheter was not recognized. The imaging catheter was then reconnected; however, the issue was not resolved. Therefore, the console was rebooted up and then setting up was performed. However, it was noted that it was unable to perform automatic pullback. The imaging catheter was then exchanged with another opticross imaging catheter but this issue was not resolved. Thus, manual pullback was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.